Manufacturer narrative:
On 25 july 2016 it was prepared a final report with the information already reported in the initial report. On 02 august 2016 it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 27 may 2016. (B)(4). Not available.

Event description:
The patient came in due to feeling unstable. The surgeon noticed that the stem had become loose. The surgeon revised the stem and liner. The surgery was completed successfully. X-rays and explants are not available.